Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that end-user's daughter cleanses skin as follows: with warm water and a mild soap; protective barrier wipe and then applies the wafer. End-user's daughter was provided instructions in skin care and crusting technique by using stomahesive powder and no-sting protective barrier wipes. End-user was also instructed to notify convatec with any questions or concerns. Lastly, samples of the (B)(4) sting free skin barrier wipes and adhesive remover will be sent to the end user. Along with replacement product. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info become available, a f/u report will be submitted.

Event description:
End-user's daughter reported red itchy rash under the tape border, but not extending beyond, which began approximately one (1) week ago.

Manufacturer narrative:
The product associated with batch 3e02726 was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on september 24, 2015. The product associated with lot# 3e02726 was manufactured according to specification. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification or perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation is applicable to this complaint. Therefore this complaint will remain open until completion of the investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).